Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was attempted, but not implanted due to patient's anatomy and high pacing thresholds. Another lead was successfully implanted. No patient complications have been reported as a result of this event.